Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet legacy full height cubie drawer 7 off bus error. A field service engineer reseated the connections to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed and showing requiring maintenance. The customer stated that there was a no delay in dispensing workflow. The customer added that this malfunction occurred when trying to issue a medication to a patient. It was reported there was no patient injury or harm. There were no adverse events or injuries reported based on this event.